Manufacturer narrative:
Device eval summary: device evals of charger/modem sn (B)(4) and battery sn (B)(4) have been completed. The reported problem (charger won't charge battery) was confirmed. Upon eval, the battery pack had a low output voltage, and the charger would not recognize the battery being inserted. Upon eval, the battery had corrosion around the connector. The charger had a burnt q1 component, which is the current controlling component of the charger. The corrosion on the battery pack likely leaked into the charger, causing the q1 failure. The battery also had a low output voltage at 2.68 volts. The cause of the low output voltage cannot be positively determined, but is likely due to the improper current flowing from the charger. The root cause for the corrosion cannot be positively identified. No adverse event resulted from the defective components. The pt received a replacement charger.

Event description:
A nurse assisting an (B)(6) male pt contacted zoll lifecor customer support to report that the pt's battery was not charging. The charger displayed a message to "insert battery." The pt was sent a replacement charger and battery.